Event description:
It was reported that the pump did not detect the disposable cartridge. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event logged in eight no disposable alarms that were occurring after the pump was stopped. Functional testing confirmed the customer reported issue. The cause was the nub on the downstream occlusion (dso) sensor. The downstream occlusion sensor was replaced to resolve the issue.